Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that they received a no delivery alarm. Customer's blood glucose level at the time of the incident was 285 mg/dl. Customer was able to troubleshoot. Customer disconnected at the quick release and attempted to perform a fixed prime. Customer reported that insulin did not exit the infusion set tubing and the pump continued to alarm no delivery. Customer reported that insulin also did not exit when attempting to push it through with a plunger. The product is expected to be returned.